Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the (B)(6) 2022, the customer from italy reported staining alteration. The fse inspected the instrument and performed aspiration/dispense testing. The test failed and the aspiration and dispense check valve was replaced. The ld board was calibrated. The instrument was fully operational and available for the user. No harm or misdiagnosis was indicated.